Event description:
On 11/8/96, erratic bhcg results were received, which were run on the analyzer. It is suspected that 2 samples were mislabeled, because the incident involved 2 pts from ER with similar names. One pt was pregnant and the dr had heard the fetal heartbeat. The second pt was not pregnant. The first sample drawn on the pregnant pt gave a result of <2 mlu/ml. The physician questioned this result and had the pt redrawn. A second sample drawn from the pregnant pt gave a result of 85,000 mlu/ml. The first sample was rerun and a result of <2mlu/ml was received again. Further pt info was not available from the account. No report of injury.

Manufacturer narrative:
Investigation summary: the event represented is not addressed in the device labeling. A malfunction did occur. This reportable MDR event was investiaged as part of an ongoing study of the axsym system byabbott into the causative reason for malfunctions. Results of the investigation yielded a number of system enhancements implemented on customer units. Improvements included axsym system software version 3.0 with enhanced algorithm for fluid detection, new buffer tubing and seal fittings which reduced bubbles forming in tubing lines, modifications to the liquid level sense board to decrease sensitvity of the instrument to electrostatic discharge, and packaging modifications for added protection to probes. In addition, abbott has emphasized to our customers that correct operating procedures must be followed to ensure optimal operating procedures must be followed to ensure optimal performance of the axsym system. Areas that were emphasized included probe crash recovery procedure, recommended tube sizes and types, opening reagent bottle 4, proper loading/unloading of reagent packs, and ensuring proper sample and reagent handling. This is the final report.

Event description:
On 11/8/96, an erratic result of <2 mlu/ml for the bhcg assay was reported, which was run on the analyzer. After the result was received, the pt was taken to the or. An ultrasound was done prior to surgery, which showed the pt was pregnant. The physician asked for the pt sample be rerun, and a result of 67,500 mlu/ml was received. According to the account, the lab tech, who initially ran the pt sample, was not sure if he ran the correct sample. No report of injury.